Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant surgical delay, no medical intervention and no adverse consequences.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant surgical delay, no medical intervention and no adverse consequences.